Event description:
Caller reported an issue with a continuous glucose monitor (cgm) showing error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After resetting, the pump no longer displayed the error, and the caller successfully started a new sensor session.